Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that when prepping to place a central line in a patient, the doctor noticed that the lidocaine solution in the ampule was dry and empty. On further explanation, the glass ampule was broken at the tip and shards of glass were in the vial. The alleged issue was detected prior to use. No report of patient and/or user injury.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed for the lidocaine ampule and no manufacturing related issues were identified. The probable cause of the broken ampule could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that when prepping to place a central line in a patient, the doctor noticed that the lidocaine solution in the ampule was dry and empty. On further explanation, the glass ampule was broken at the tip and shards of glass were in the vial. The alleged issue was detected prior to use. No report of patient and/or user injury.